Event description:
The customer reported via phone call that the customer was having issues with the sensor glucose readings being different from the blood glucose readings. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend feature with a sensor glucose reading of 44 mg/dl when the customer's actual blood glucose level was 128 mg/dl. The customer performed troubleshooting and was advised that the sensor glucose and blood glucose difference was not wihtin an acceptable range. The customer also experienced a sensor that was slightly kinked. The customer was advised to call back if any issues persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.